Manufacturer narrative:
Correction/removal reporting #: 1627487-12192011-003-r and 1627487-07262012-002-r. This ipg serial number was included in a field advisory. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt reported she felt what she described as an electrical shock/jolt from her ipg. No further info is available at this time.